Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire for the left ventricular (lv) lead was difficult to remove from the lead, and there was loss of capture upon checking the parameters. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were for "not capturing" and "wire was stuck inside of the lead". A complete lead, without a guidewire, was returned in one piece for analysis. The reported event of ¿wire was stuck inside of the lead¿ was confirmed. Visual inspection found the inner coil bunched with ptfe coating of the guidewire in between filars of the inner coil at multiple locations of the lead. A guidewire insertion test could not be performed due to the inner coil being bunched and with ptfe coating of the guidewire as received. The cause of ¿wire was stuck inside the lead¿ was due to inner coil damage and guidewire coating in inner coil. The reported event of ¿not capturing¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damages.